Event description:
The following info concerning the event was documented by carefusion tech support specialist in response to a phone conversation with user facility representative(s). "During incoming inspection when fio2 set to 50% and the blender is disconnected from either air or o2 the blender does not alarm."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversion(s) with a user facility representative. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab evaluated the alleged faulty device, verified the complaint and determined that the root cause of the reported event was a faulty bypass alarm cap. The carefusion failure analysis lab evaluated the alleged faulty device and identified that the device does alarm when air is disconnected however when o2 is disconnected the alarm doesn't sound. The failure analysis lab determined that the root cause of the reported event was a damaged reed plate in the blender bypass alarm assembly. A review of the carefusion complaint system for the past 90 days resulted in zero like failures. However, this type of damage is generally caused or contributed by an unapproved means of force or pressure applied to the alarm reed plate.